Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. The reported fill volume for this pump was 300ml. The directions for use (dfu) (1304458, rev. C) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal, increases flow rate." A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: levobupivacaine 0.375%), (fill volume: 300ml) (flow rate: 14.1ml/hr). Pump emptied at rate of 14.1 ml/hr instead of 10 ml/hr. No adverse event reported. Date of event: (B)(6) 2011. Per dfu: the nominal fill volume: 400 ml; flow rate: 10 ml/hr.